Event description:
It was reported that the distal tip of the driver lock sleeve broke during screw insertion (intraoperatively). The patient's cortical bone was reportedly "very hard in all levels and the driver was challenged during all 6 screw insertions". The last screw was well positioned when the breakage happened and did not require repositioning. The broken fragment was left in the screw and the rod maintained proper positioning. No patient complications were reported and the procedure was completed successfully.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
No damage noted to mas head threaded interface. Visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, with the tip just below the fracture surfaces plastically deformed. Additionally, the assembly attachment pin to the internal bushing has been broken, consistent with torsional overload condition.